Event description:
It was reported via repair work order that the head end lift had intermittent function when lowering and raising the lift actuator due pinched harness wire. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.